Event description:
A purchasing professional reported the footswitch was not responding and the phacoemulsification was not working during a cataract with intraocular lens implant procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the footswitch was confirmed to have been non-conforming. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 14, 2007. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on july 26, 2006. The system was found to meet specifications. The root cause of the reported events can be attributed to the non-conforming footswitch, which was most likely the result of product wear. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).